Event description:
During a coronary drug eluting stenting treatment procedure, the stent was damaged. It was noticed that the 3.00x8mm taxus express2 drug eluting stent was bent. The physician pre-dilated with a maverick balloon and the procedure was completed with another taxus express2 stent. No pt complications were reported.